Event description:
Patient allegedly received an implant on (B)(6) 2008 due to deep vein thrombosis (dvt), followed by an unsuccessful retrieval attempt on (B)(6) 2019. Patient is alleging tilt, vena cava perforation, unable to retrieve, and contact with adjacent vertebrae. The patient further alleges "the filter is tilted and pushes against the spine which has resulted in back pain and nerve damage. Future surgeries to sever spinal nerves are planned to relieve pain," as well as physical limitations. Report from CT (computed tomography): "an infrarenal ivc filter is noted. The hook appears well-positioned possibly is slightly off center though appears to be within the lumen of the ivc and is below the renal veins. The dominant stress from the ivc filter do penetrates through the wall of the ivc several cm the posteromedial strut does contact the adjacent vertebral body. None of the other stretched seem to contact any other structures around the ivc." Retrieval report (attempted): "...that the filter was stending[sic] beyond the walls of the ivc." "There was severe pain when the filter was pulled." "A coaxial 9 french sheath was attempted to thread... Filter, but procedure was aborted due to pain with pulling on the filter." "The filter... Examined and it was confirmed that all legs were still intact." "The ivc venogram demonstrates no ivc thrombus in or around the indwelling [filter]. Final venogram demonstrates no ivc thrombus and no evidence of caval injury."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: abuts vertebrae, embedment, tilt, pain, neuropathy, physical limitation. The additional information regarding abuts vertebrae and embedment, does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, neuropathy, and physical limitation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number is known, but lot number is unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation and inability to retrieve. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patients individual risk/benefit profile (e.g., a patients continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the g¿nther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare¿ vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for embedded a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog # and lot # are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2008 and was diagnosed with ivc perforation approximately 10 years and 11 months later. Approximately 11 years and 1 month after receiving the filter implant, the patient underwent an unsuccessful filter removal, and at this time the patient learned of 4 perforations of the ivc filter. Hospital and medical records have been requested, but not yet provided.